Event description:
Blood leak was detected upon initiation of hemodialysis. The procedure was immediately terminated, and the machine was taken out of service. Another hemodialysis machine was used to complete therapy. Suspect that the xevonta dialyzer malfunctioned or was defective.